Manufacturer narrative:
Images of the withdrawn valve were submitted to medtronic for review. The images showed the valve partially recaptured in the delivery catheter system with a large portion of the valve frame infolded. The complaint device was returned to the galway return product analysis lab. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in cloudy 0.2% glutaraldehyde solution. Upon receipt at medtronic¿s quality laboratory, visual inspection revealed all leaflets appeared dehydrated, stiff yet marginally pliable. The tissue exhibited signs of severe creases. All leaflets appeared to be in a partially closed position with a large gap between all leaflets. All commissures were dehydrated; appeared intact. The inflow aspect of the valve frame exhibited a distorted oval-like appearance. The valve was submerged in a warm saline bath; valve maintained a compressed condition. Due to the dehydrated received condition of the valve, a deployment simulation could not be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. All process parameters were within specification as outlined in applicable procedures and specifications. All processes were carried out as per relevant procedures and met specification. No issues were identified that would have impacted this event. Valve infold events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract, anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A pre-implant balloon aortic valvuloplasty was not performed and the load was confirmed visually, tactilely, and via fluoroscopy. Per the physician, neither patient anatomy nor calcification contributed to the infold. With the limited information available, a root cause for the infolding could not be conclusively determined. Hypotension is a known potential adverse effect per the device instructions for use. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. With the limited information available, a conclusive cause of the hypotension could not be determined but as it was reported that the hypotension occurred during the infolding, the infolding was a likely contributing cause. Cardiopulmonary resuscitation (CPR) was provided until the patient recovered. The valve was retrieved and a new one was used for implant. Due to the CPR, a rib cage fracture was noted. No additional adverse patient effects related to the valve were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, via the right femoral access, the pre-existing thoracic endovascular aortic repair was protected with a 20f sheath. The valve was deployed too deep in the left ventricle and was recaptured. During the second deployment, an infold was noted. When the valve infolded within the annulus, the patient's blood pressure dropped. Cardiopulmonary resuscitation (CPR) was initiated until the patient recovered. The system was retrieved and a new system was used for implant. Due to the CPR, a fractured rip cage was noted. No additional adverse patient effects were reported.